Event description:
Pseudoseptic type reaction [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a company sales rep regarding a female pt, initials unknown. The pt's medical history is significant for toxic shock reaction, cause unknown and previous injections with synvisc-one, dates unknown. On an unspecified date in (B)(6) 2011, the pt initiated synvisc-one, 6 ml. On an unspecified date in (B)(6) 2011, the pt developed a "pseudoseptic type reaction" in one knee requiring hospitalization for administration of IV (intravenous) antibiotics. Cultures were negative. The action taken with synvisc-one was not provided. The pt's outcome for the event was not provided. Relevant concomitant medications were not provided. See manufacturer's control number (B)(6) for other adverse events from this reporter. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.